Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer's blood glucose level was 198-199 mg/dl. By the end of the report, the pump started to successfully charge.